Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.. (B)(4).

Event description:
The dentist reported that the abutment screw fractured before applying torque during the final crown test. The dentist was able to removed the fractured portion. The implant remains in patient's mouth.